Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's misunderstanding of erratic results. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 111 to 160 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 238 mg/dl and 249 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/16/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 111 to 160 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 238mg/dl and 249mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/16/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 297mg/dl, (B)(6) 2015, 08:33am; 270mg/dl, (B)(6) 2015, 08:32am; 326mg/dl, (B)(6) 2015, 08:31am; 231mg/dl, (B)(6) 2015, 04:35pm; 164mg/dl, (B)(6) 2015, 03:24pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product returned, but evaluation didn't complete yet.